Manufacturer narrative:
Evaluation results: inherent risk of procedure) - death, heart failure. Evaluation conclusions: (inherent risk of procedure) - death, heart failure. (B)(4).

Event description:
During index procedure, the patient had two endeavor sprint drug-eluting stent successfully deployed in the rca. Approximately 52 months post index procedure, the patient suffered from severe heart failure due to aortic valve stenosis. Patient was treated with levosimendan infusion, but it is reported the patient condition deteriorated and the patient expired.